Manufacturer narrative:
Reported event: an event regarding dislocation involving a mdm liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the records were incomplete, and it was difficult to clearly determine a chronologic history. The patient was chronically unstable with multiple dislocations. Revision surgeries were required. The adm/mdm polyethylene disassociated from the head likely on attempted relocation. Obtaining the implants may help to determine if the locking mechanism was dysfunctional or if the disassociation was appropriate based on stresses applied. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the records were incomplete, and it was difficult to clearly determine a chronologic history. The patient was chronically unstable with multiple dislocations. Revision surgeries were required. The adm/mdm polyethylene disassociated from the head likely on attempted relocation. Obtaining the implants may help to determine if the locking mechanism was dysfunctional or if the disassociation was appropriate based on stresses applied. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
Patient dislocated left thr. During relocation under anaesthetic the mdm poly head & 28mm ceramic head have come apart. Confirmed on post-op x-ray reoperation for change of implant required.